Manufacturer narrative:
Lot number, manufacture and expiry are not available at this time. Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: the run data file indicates that there may have been an issue at the donor access that possibly affected the draw and return flow rates. These access issues may have contributed to the device having difficulty establishing steady state during the procedure, which is integral for efficiently separating the blood components. The operator was making adjustments, but some other things I can suggest to do is to make sure the operator is warm, comfortable and squeezing. If the alerts and squeeze notifications continue to persist throughout the procedure, it may be an indication that the needle placement itself has shifted.